Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer was unable to recall the amount of insulin the cartridge had originally been filled with, but states it was more than 60 units. The customer's blood glucose level was 225 mg/dl. The customer declined to reload the cartridge and will continue to monitor the insulin gauge.